Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, 3 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation were observed. 88 retention samples were also inspected visually, with no defects being observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint has been confirmed based on the photo provided, all other testing performed was satisfactory. A root cause could not be determined.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced poor barrier separation of sample. This event occurred 3 times. The following information was provided by the initial reporter: translated to english. The customer stated: they experienced poor barrier separation. "Customer states that 3 out of 7 gel tubes did not separate properly. Two tubes had partial migration and one did not migrate at all. Customer states that all preanalytical variable were followed. An eppendorf 570 swing-bucket was used. Tubes were spun for 10 minutes at 2900 rpm." Additional information: 10-dec-2020: "there were no erroneous errors reported on the samples as I noticed the poor gel migration and aliquoted the serum off the primary tube prior to sending the sample for analysis. The patient was a 58- year old female (date of birth is on (B)(6) 1961). The order of draw for this patient was 3- 5ml bd sst gold gel tubes and 1 lavender tube. The samples were allowed to clot in an upright position for 30 minutes. They were spun in a swing bucket centrifuge for 10 minutes at 2900 rpm. The tests that were run on the aliquot samples were a comprehensive chemistry panel, magnesium, phosphorus, vitamin d-25 hydroxy and intact para-thyroid hormone. All tests were within the expected reference ranges."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer(r) sst" blood collection tubes experienced poor barrier separation of sample. This event occurred 3 times. The following information was provided by the initial reporter: translated to english. The customer stated: they experienced poor barrier separation. "Customer states that 3 out of 7 gel tubes did not separate properly. Two tubes had partial migration and one did not migrate at all. Customer states that all preanalytical variable were followed. An eppendorf 570 swing-bucket was used. Tubes were spun for 10 minutes at 2900 rpm." Additional information: (B)(6) 2020: "there were no erroneous errors reported on the samples as I noticed the poor gel migration and aliquoted the serum off the primary tube prior to sending the sample for analysis. The patient was a (B)(6) female (date of birth is (B)(6)). The order of draw for this patient was 3- 5ml bd sst gold gel tubes and 1 lavender tube. The samples were allowed to clot in an upright position for 30 minutes. They were spun in a swing bucket centrifuge for 10 minutes at 2900 rpm. The tests that were run on the aliquot samples were a comprehensive chemistry panel, magnesium, phosphorus, vitamin d-25 hydroxy and intact para-thyroid hormone. All tests were within the expected reference ranges."